Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to a different inform ii meter. The initial result from a finger stick was 5.2 mmol/l. The doctor thought this result was too high and did not match the patient's clinical condition. The patient was tested from the same puncture site on a different inform ii meter with a result of 2.7 mmol/l.